Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. This is a report of a use error, where a hanging supply bag became disconnected from the setup. A supply bag becoming disconnected from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a system error 2240 (air in set) alarm on the homechoice (hc) device during use. At the time of the alarm, the patient was connected for dwell two of four for peritoneal dialysis therapy. During troubleshooting it was noted that a supply bag had disconnected from the supply line during therapy. Proper procedures were reviewed and the caregiver was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.